Event description:
It was reported that the pump touchscreen was unresponsive and customer had reverted to using an alternate pump for insulin therapy. Tandem technical support attempted to troubleshoot the issue, but customer reported that the pump with the unresponsive touchscreen had been lost or stolen and no troubleshooting could be completed. There was no adverse impact to the customer's blood glucose level.